Manufacturer narrative:
The user tried placing a new ft3 reagent pack on the complained analyzer and calibration failed. The field service engineer checked the instrument and found a dirty rinse station. The engineer cleaned all rinse stations and cleaned the probes. The customer then calibrated the old reagent pack and the new one and calibration passed. Controls were ok.

Event description:
The initial reporter stated they received discrepant results for nine patient samples tested with elecsys ft3 iii on a cobas 6000 e 601 module. The incorrect sample results were reported outside of the laboratory to a doctor. The doctor requested for the samples to be repeated. The user ran ft3 controls on the analyzer, but the results were outside of range. The test was recalibrated and the calibration failed. The test was calibrated on a second analyzer and controls passed. The user then repeated the samples on the second analyzer. The repeat results were reported to the doctor. The ft3 reagent lot number was 585947. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The customer provided data for 13 additional patient samples with discrepant ft3 results on the e 601 analyzer. The initial values were reported outside of the laboratory to a physician. Refer to the attachment for all patient data.

Manufacturer narrative:
The investigation determined the issue is related to contaminated pre-wash rinse station nozzles of the analyzer. The service actions resolved the issue. The contamination issue is consistent with inadequate customer maintenance.